Event description:
It was reported that the lead integrity alert was triggered and there was noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for lead failure predictor on (B)(6) 2011. 2 - ventricular nst=200 ms average v-cycle on (B)(6) 2011. Ventricular short interval count v-sic=228 counts, in 0.05 day, on (B)(6) 2011.